Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited false termination of arrhythmia episodes due to timing falling into atrial blanking period. The ipg remains in use. No patient complications have been reported as a result of this event.